Event description:
It was reported that this implantable electrode showed high impedance and x-rays were performed. The x-rays showed that this product had poor positioning placement. A defibrillation threshold was performed. However, details about it were not provided. This electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable electrode showed high shock impedance measurements and x-rays were performed. The x-rays showed that this product had poor positioning placement. A defibrillation threshold test was performed. However, details about it were not provided. Subsequently, this electrode was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed no abnormalities. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. The high shock impedance allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and x-ray inspection which showed no conductor issues. The dislodgement/displacement allegation, however, cannot be addressed by product analysis.

Event description:
It was reported that this implantable electrode showed high shock impedance measurements and x-rays were performed. The x-rays showed that this product had poor positioning placement. A defibrillation threshold test was performed. However, details about it were not provided. Subsequently, this electrode was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.